Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted there was a disconnection in the extension tube which led to a leak. Functionally, a water bath test was performed to observe leakage. The ends were clamped, and a syringe was used to inject air to observe leakage. Air bubbles were present on the extension tube of the blue luer adapter, a hole was noted. The red luer adapter passed with acceptable results. It was reported that there was a leak on the extension tube. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur when contact is made with a sharp surgical instrument. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: exercise caution when using sharp instruments near the catheter. Catheter tubing can tear when subjected to nicks, excessive force, or rough edges. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during dialysis, a pin hole was noted and air was detected in the line by the dialysis machine. It was stated that the pin hole was located in the extension tubing at the base of the blue (venous lumen) adapter and leak was also observed. There was no crack or luer adapter issue. Catheter was exchanged and a new one was successfully inserted. Chloraprep was the cleaning agent used on the insertion site prior to product placement in the operating room and the surgeon used a betadine on the exchange. Flushing was done and the catheter functioned properly when originally inserted. There was no blood loss and blood transfusion was not required. The catheter was not repaired and no tego utilized. There were no other products being utilized with the device. There were no patient symptoms or complications associated with the event. There was no patient injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) during dialysis, a pin hole was noted and air was detected in the line by the dialysis machine. It was stated that the pin hole was located in the extension tubing at the base of the blue (venous lumen) adapter and leak was also observed. There was no crack or luer adapter issue. On (B)(6), a new one was successfully inserted during exchange procedure. Chloraprep was the cleaning agent used on the insertion site prior to product placement in the operating room and the surgeon used a betadine on the exchange. Flushing was done and the catheter functioned properly when originally inserted. There was no blood loss and blood transfusion was not required. The catheter was not repaired and no tego utilized. There were no other products being ut ilized with the device. There were no patient symptoms or complications associated with the event. There was no patient injury.